Manufacturer narrative:
When reviewing reportable events for 90-, 91- and 91e series of devices we were able to establish, that the issue investigated herein is the second reportable complaint for the issue regarding steam leak occurring after the complete drain cycle. Fortunately, none of those 2 complaints has resulted in serious injury or worse. The device involved in this event was a washer disinfectors ¿ 9125e. The unit was manufactured on 11th september, 2019 and installed on 28th december 2019. The information collected to date and as a result of the performed investigation allowed us to establish that devices¿ door was opened after the ¿complete drain¿ cycle. Then the hot vapor leaked through the opened door and activated the fire alarm. The ¿complete drain¿ cycle is to drain the water from device piping and booster tank. It is designated to be used by the customer to empty the tanks after unit was on standby for more than 48hours. The cycle is also intended to empty the device from water to perform the inspections or repairs. No drying or ventilation phase is provided after the ¿complete drain¿ cycle as is should be utilized with cold water. In the case at hand, the program was run shortly after washing/disinfecting cycle, because several cycles was tested during the installation process. In such situation, the water on boosters could still be hot from previous activities (up to 90 celsius degrees) and then the vapor from draining water could fill the chamber and leak after opening the door. In summary, when the event occurred, the getinge device was directly involved. It did met its specification as the drying phase is not provided per devices¿ design and specification of this specific cycle. Upon the event occurrence the device was not being used for patient treatment. Given the circumstances and the fact that there was no actual device malfunction we do not propose any additional actions at this point.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to te manufacturer.

Event description:
On 7th january, 2020 getinge became aware of an issue with one of washer-disinfectors: 9125e. As it was stated, after the drain cycle, the drying phase did not started automatically and when the door were opened, a hot condensate and steam was still in chamber and it leaked out, causing the fire alarm being turned off. There was no injury reported however we decided to report the issue in abundance of caution such situation could have an adverse consequences.